Manufacturer narrative:
Thiis is an update to the previous medwatch report since the safari2 guidewire was returned for analysis on 12/21/2020. As received, the specimen consisted of one-1 each unidentified safari2 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 275.75cm, formed curve dimensions of 3.00cm x 3.85cm and finished diameters of .03455" to .03460" in the undamaged portions of the wire. A gage bushing certified to be .0360" was not able to be passed over the length of the specimen due to the extent of the damage presented by the specimen. The specimen presented several bends/kinks of varying severity and frequency scattered over the length of the device, increasing in severity towards the proximal end. The device also presented offset coil wraps in the deformed distal curve region and extensive coil damage 22.5 to 28.3cm from the proximal end. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct for a safari2 275cm xsml crv device. Summary of findings: the end user did not provide lot traceability. The lack of lot traceability prevented performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicated that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted above, the specimen presented several bends/kinks of varying severity and frequency scattered over the length of the device, increasing in severity towards the proximal end. The device also presented offset coil wraps in the deformed distal curve region and extensive coil damage 22.5 to 28.3cm from the proximal end. The coil damage located 22.5 to 28.3cm from the proximal end appears consistent with having occurred while attempting to manipulate and remove the specimen wire from the lotus device. The customer suppled images of the safari2 lodged within the lotus device presented bend damage and coil damage to the safari2 wire proximal of the lotus device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information is provided a follow-up medwatch report will be submitted.

Manufacturer narrative:
It was reported that the device is expected to be returned for analysis but was not received by the time this report was filed. Additionally, lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If the safari2 guidewire is returned for analysis or additional information is provided a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: per email, it was reported that: wire was stuck in lotus catheter after deployment and would not disengage. No adverse event to patient as it was only on retrieval. It was removed safely.